Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the device was replaced on (B)(6) 2020.

Manufacturer narrative:
Report source: za. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needed to increase voltages to nearly 10 volts in order to feel stimulation. The patient also got a reaction at times. A photograph of the ins implant site and surrounding area showing the reaction was provided. A session report and device data file were also provided, and the rep asked if the ins was still functioning properly. The device data file and session report did not show any device abnormalities and all impedance values were in range. Additional information received reported that there was a sudden change in stimulation. For the time being the patient increased the stimulation and he was taking additional medication for the pain. They were just waiting for a date from the implanting surgeon to replace the battery. They did an impedance check and everything was in order. The battery was also giving elective replacement indicator (eri) but this was due to the use of high voltages. The cause of the skin reaction after the MRI was not known. Additional information received from the manufacturing representative reported that the battery would be replaced on (B)(6) 2020.